Event description:
It was reported that at 12:03pm on (B)(6) 2015, the reporter was notified by emergency room (ER) personnel that the patient was in the hospital following a refill. The patient experienced altered mental status and overdose symptoms. The patient had become progressively sedated and was brought to the ER. The patient was receiving narcan and respiratory support via a ventilator. A company representative was requested to come to the facility to adjust the pump setting. The pump rate was decreased to minimum rate. The patient¿s physician was notified and was to call the hospital ER and physician. At the last refill after the hospitalization, the expected residual volume (erv) was 18ml while the actual residual volume (arv) was 16ml. It was unknown if there was any product issue and if there had been any diagnostic testing or troubleshooting performed. At the time of the event, the device system delivered hydromorphone 30mg/ml at a rate of 6.248mg/day, and bupivacaine 10mg/ml at a rate of 2.083mg/day. On (B)(6) 2015 the patient¿s pump dose was turned back up from minimum rate to hydromorphone 2.998mg/day and bupivacaine 0.999mg/day. The patient was off of the ventilator at that time. The reporter thought she saw that the patient had a bolus the day of the refill, but had not been able to get the telemetry strips to confirm. Patient outcome was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory; product ID 8709, lot# l60027, implanted: (B)(6) 1999, product type: catheter. (B)(4).